Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump batteries do not last more than a few days and the pump excessively alerted low battery. The customer also indicated that the pump would have a blank display every time a new battery was installed and that this occurred multiple times. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting explained alarm and advised customer to remove the battery for 10 minutes, clean the battery contacts and then replace the battery into the pump, but the display did not return. Troubleshooting advised customer that a new replacement battery cap would be sent to them and to call back to further troubleshoot.